Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hw4120 was not returned for evaluation as the pump remains implanted in the patient. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. On-site inspection revealed that the previous driveline sheath repair had become unraveled, confirming the reported event. A driveline sheath repair was performed to mitigate the reported conditions. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the driveline sheath repair damage is trauma induced during use. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that during hospitalization for a non-ventricular assist device (vad) related issue it was noted that this patient's previous driveline repair tape had become unraveled. There were no controller alarms noted and wires were reported to be intact. Photos provided of the reported damage appears to confirm the event. A driveline sheath repair was performed on an outpatient basis with no reported patient consequence. When the previous driveline tape was removed the patient was noted to have several areas of the outer sheath with tears along 6-7 inches beginning just distal to the strain relief at the driveline connection. The driveline cable was also noted to have dark discoloration at the outer sheath along the entire length of external driveline. There were no reported pump stops. No further information has been provided.